Event description:
It was reported to the manufacturer by the end user, per the end user, per the recreation of the incident, patient was being transferred by two staff members on (B)(6) 2020 when they heard a snap sound and she slid out of the lift onto the floor. Resident was assessed for injuries and transferred to hospital. The lift in question is a hoyer pro presence, and the sling used for the transfer is an invacare "full body" type sling (size and model not available). Lift was inspected my maintenance team and found to be in good working order. Sling was inspected and found to be intact at the time of the incident, and with one strap cut or broken after the fact. Complaint # (B)(4) were entered into our system to have the lift returned to joerns for investigation. As of this writing, the lift has not been returned.